Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon product involved caused and/or contributed to the postoperative complications described in the article? If yes, please explain. Does the surgeon believe there was any deficiency with the ethicon product used in this procedure? If yes, please explain. Has the complaint been previously reported to ethicon? If yes, please provide complaint number. Citation: andrology. 2015; 3: 1150¿1153. Doi: 10.1111/andr.12111. (B)(4).

Event description:
It was reported via journal article title : retrospective analysis of early outcomes after a single-armed suture technique for microsurgical intussusception vasoepididymostomy author : l. Zhao, x.-a. Tu, j.-t. Zhuang, y. Chen, w.-w. Wang, l.-y. Zeng and c.-h. Deng citation: andrology. 2015; 3: 1150¿1153. Doi: 10.1111/andr.12111. Based on the longitudinal intussusception microsurgical vasoepididymostomy (live) technique and monoski¿s single-armed suture technique in a rat model, the authors described a modified single-armed suture technique for live in men with epididymal obstructive azoospermia (eoa). In this retrospective study, the authors analyzed the early outcomes of the modified technique. From february 2012 to november 2013, a total of 51 men received the modified technique and 39 men provided at least one post-operative semen sample. The mean age was 31.4 years old for the men and 29.2 years old for their female partners. During the surgical procedure, the modified technique for live was performed using two of the same single-armed prolene 10-0 sutures with trimmed length of 4 to 5 cm. The first suture was placed in an outside-in fashion through the mucosal layer of the vas deferens at point a1. Then, the needle pierced the lateral aspect of the exposed epididymal tubule longitudinally. The second suture was placed identically through point b1 on the vas deferens, but parallel to the first suture on the contralateral side of the epididymal tubule. The sutures were tied down and the opening of the epididymal tubule was intussuscepted into the vasal lumen. Then, the epididymal tunic was secured to the vassal adventitia with 8 to 10 interrupted prolene 9-0 stitches. Reported complication included a (B)(6) man with scrotal hematoma and urethral stricture, but subsequently recovered after hematoma clearance and urethral dilatation. It was concluded that the modified single-armed suture technique for mve showed favorable patency and pregnancy rates. It could be recommended for men with eoa, especially in areas without specialized double-armed sutures.